Event description:
Hcp reports patient presented with symptoms of withdrawal including a syncopal episode, nausea, vomiting, and 1 seizure episode. The patient was brought to the emergency room. It was noted that the patient had a "fluid collection" around the site of the pump. The pump was checked and found to be empty. The patient was then transferred to another hospital. There, the pt had cultures done to rule-out meningitis. The patient had encephalitis. The patient requested the removal of the pump system against the advisement of the physician. Upon system explant (2003) it was noted that the pump contained 7cc morphine; it was not empty as previously charted. The catheter was "displaced outside the it space." The patient was then referred to a pain clinic and was given oral demerol-methadone for pain.